Event description:
Resident removed right mastectomy jp drain #1 without complication. Resident removed right jp #2 and the distal part of drain was retained. Provider supervising the resident removed left mastectomy jp # 3 and again the distal part of drain was retained. Both drains broke off at the connector site. Pt was informed. Medications were prescribed as appropriate. The retained parts of the drains were removed in surgery as scheduled on (B)(6) 2021. FDA safety report ID # (B)(4).